Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the sensing on the right ventricular lead decreased. The right ventricular lead was capped and replaced and the patient was stable.